Event description:
Medline catheterize 4 fr powerwand, was inserted in the right cephalic vein, inserted the catheter, connected the tubing and added adhesive to the puncture site. Area was allowed to dry and the vascular assess rn started to apply the tegaderm chg gel adhesive dressing. The rn noticed blood pooling at the hub luerlock junction. Pressure held to site. Flushed x2 with saline which was noted to come out of the hub luer/lock junction suspecting a leak. The rn verified junction was secure. Catheter removed over guidewire and new catheter 4 fr powerwand inserted. No leaking noted. FDA safety report ID# (B)(4).